Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 507 mg/dl. Customer declined to continue troubleshooting for recurring alarms. Customer stated that insulin pump had insulin flow blocked alarm. Customer stated the was not bent or kinked. Customer stated that they had not tried different lengths of cannula. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. (B)(4).